Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a distributor via (B)(4) that an ar-13999mf fastpass scorpion had a damaged needle. This was discovered after use with no patient harm.